Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. Although requested, no patient information provided.

Event description:
It was reported that there was "splashing" from the maxzero. Per the customer, there was "1 or 2 recently reported" at the st. Joseph campus. There was no report of patient harm.